Manufacturer narrative:
(B)(4). D10: 42-5028-066-02, femoral component, (B)(6). 42-5221-009-10, articular surface, (B)(6). 42-5402-000-32, poly patella, (B)(6). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision of the tibial component approximately 6 months post-implantation due to aseptic loosening. Attempts have been made and no further information has been provided.